Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received battery out limit alarms on the insulin pump. The alarm recurred despite changing the battery out three times. Customer's blood glucose was 141 mg/dl. Customer also later experienced a blood glucose of 51 mg/dl but declined troubleshooting. Nothing further reported.